Event description:
The customer contact reported a disconnection. On an unspecified date, the tubing set was being used to deliver an unspecified medication via gravity. The option-lok male adapter of the tubing set was connected to a female adapter of the pt's IV catheter. After an unspecified length of time, the option-lok male adapter of the tubing set disconnected from the female adapter of the IV catheter. The customer contact reported that the connection site was cleaned with alcohol and the option-lok male adapter of the tubing set was reconnected to the female adapter of the pt's IV catheter and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified a lot number (plots). The possible lot number is 27072ns. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.